Event description:
It was reported that the doctor noted leakage at the proximal end of the catheter immediately after insertion. A new groshong nxt 5fr dual-lumen was inserted to complete the procedure.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Two circumferential impressions were observed between the 41cm and 43cm depth markings. A split was observed in the vicinity of the proximal impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness and discoloration in the vicinity of the impressions. Microscopic inspection of the split revealed sharply defined fracture features. The split surface exhibited coarse striations. Surface abrasions were observed in the vicinity of the split. The fracture features, surface abrasion, circumferential impressions and tensile weakness were consistent with device manipulation using a traumatic instrument such as forceps or hemostats. The usage residues and event description suggested that manipulation occurred during attempted device placement. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs2635 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the doctor noted leakage at the proximal end of the catheter immediately after insertion. A new groshong nxt 5fr dual-lumen was inserted to complete the procedure.